Event description:
It was reported that during a labrum fixation procedure using the speedlock implant with inserter handle, the suture thread broke upon tensioning. The implant was abandoned in the bone and a new bone hole was drilled to complete the procedure. There were no significant delays or patient complications reported as a result of this event.